Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had prime anomaly. The customer's blood glucose was unknown at the time of incident. Customer reported that they was filling cannula and it wouldn't recognize that it was at the reservoir. Customer stated that insulin is "squirting out" during the manual prime process. Customer stated that they were not wearing the insulin pump during priming. Instructed customer to hold the act button until insulin begins to exit out of the tubing. Customer states insulin did not continue to drip after letting go of the act button. Customer stated that the drive support cap appears normal (recessed). Advise this problem will only occur during the prime/rewind process. However, the insulin pump may not respond to an occlusion properly (may not trigger "no delivery" alarm). The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test but compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime/compromised force sensor system and excessive no delivery test or verify prime/fill anomaly due to compromised force sensor system alarm.